Event description:
It was reported that the user experienced an unresponsive screen on the ilet device during an infusion set change and was stuck on the "fill tubing" screen; customer care guided a restart via the mobile app, after which normal function resumed, and blood glucose was not impacted. Investigation included technical support review and user troubleshooting. Further investigation of this case revealed that the device functioned as expected after restart and the issue was resolved through power cycling. Blood glucose was not impacted. No symptoms or user injury was reported during the event. Outcomes included no medical intervention and interruption to therapy. It was concluded that the event did not result in patient harm and that the device is usable after reset.